Manufacturer narrative:
Customer technical support (cts) instructed the customer to open the hydro drawer and inspect the valve bank and the area below the wash concentrate reservoir, while wearing the proper personal protective equipment (ppe). Per the customer, no evidence exists of the wash concentrate reservoir leaking, but the valve bank contains a large amount of liquid. A ph test strip indicates that a dilution of this liquid in distilled water is strongly alkaline. A field service engineer (fse) was dispatched on (B)(4) 10 and verified that the leaking material is a wash concentrate leak caused by a cracked tube on the corresponding valve. The fse replaced the tube and cleaned the flow restrictor. The system is now operational. The fse indicated that the tubing was several years old and had worn out.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the wash concentrate container located in the hydro drawer appears to have been leaking from the top and sides. The adjacent carbon dioxide (co2) acid container also shows evidence of leakage where it contacted the wash concentrate container. No chemical exposure was noted.